Event description:
According to the reporter, when the product was delivered to the hospital, the warehouse coordinator decided to send a 25-piece sample to the competent authority to analyze the products, and it was found that the catheter had a deformation of the tip (oblique tip). There was no patient involvement. Medtronic's initial evaluation of the incident device found that the catheter's tip was bent.

Manufacturer narrative:
D10 concomitant product: 8813793013, 8813793013 11.5fr 19.5cm mahka kit wce (lot#2327000149) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the cannula tip was damaged, bent, or disconnected from the cannula as a result of a manufacturing issue. It was reported that the catheter was deformed. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.